Event description:
It was reported that during a device upgrade procedure, the right atrial lead exhibited intermittent loss of capture. The lead was capped and replaced. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).